Manufacturer narrative:
Age / date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. Initial reporter email address unknown, information not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that a zlb00 intraocular lens was implanted into the patients right eye. The lens was subsequently explanted due to unexpected post-op refraction. There was no incision enlargement. The outcome does not significantly interfere with activities of daily life and the patient has recovered. No additional information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 8/28/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.